Event description:
A report was received that a patient underwent pocket revision surgery due to her ipg being flipped in the pocket causing charging difficulty. The physician revised the battery site by moving the battery. The patient is no longer experiencing charging difficulties and is reportedly doing well.

Manufacturer narrative:
This is the final report.